Manufacturer narrative:
Occupation: administrator/ supervisor, cath lab supervisor. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), it would not inflate when the customer tried starting the cs300 intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. A kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The evaluation determined a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. A kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The evaluation determined a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Correction to follow up #2 to grid investigation findings (1) to be only mechanical problem identified/stress problem identified/deformation problem/3211. Correction to field investigation conclusions (1). Correction to field h10 to say: the product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. A kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).